Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with difficult imaging due to patient anatomy. The cause of the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a p2 large flail. During a mitraclip procedure, 2 mitraclips were implanted successfully. It was noted that imaging was difficult due to the challenging anatomy. A third mitraclip, an nt, was implanted after successful leaflet assessment was performed. A single leaflet device attachment (slda) occurred. The nt detached from the anterior leaflet. Intervention was not required as the nt clip was placed lateral to the first and second clip, keeping the clip stable. The mr was reduced to grade 2+. There was no tissue damage, no adverse patient effect, or clinically significant delay. No additional information was provided.